Event description:
The surgeon's hand slipped off the probe handle while pushing on the instrument into the pedicle. Consequently, the wall of the pedicle was broken out.

Manufacturer narrative:
The surgeon used a pass lp system on 9 levels, t4-l1. The broken pedicle was on the right side at t5 level. The surgeon used a ligapass system at t5 level. The 510k - k123138. (B)(4) - nut; (B)(4) - polyaxial pedicle screw ø4.5 x 40mml; (B)(4) - polyaxial pedicle screw ø5.5 x 35mml; (B)(4) - polyaxial pedicle screw ø5.5 x 40mml; (B)(4) - standard connector fot ø6mm rod; (B)(4) - ti rod ø6 x 280mml; (B)(4) - transverse counter hook, 11mm - 3mm; (B)(4) - short thoracic counter hook; (B)(4) - crosslink for ø6 rod, 22mm - 34mml. The 510k - k082577. (B)(4) - derotation connector. The 510k - k112736. (B)(4) - ligapass connector. Not returned to manufacturer.